Event description:
The patient has a scs system which includes two leads from the same lot. It was reported the patient experienced a pulled sensation in his back when he bent down. An xray was taken and revealed the lead had migrated. Reprogramming initially resolved the issue. Follow up information identified the patient is no longer receiving effective stimulation. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.